Event description:
The MFR's rep reported the pt had fallen and broken her arm. Shortly thereafter the pt noticed that she was experiencing a decrease in her pain relief. A catheter dye study was done that demonstrated a fractured catheter with no cerebrospinal fluid return. During the revision surgery, an inflammatory mass was discovered. The hcp extracted and removed it. The hcp decreased the intrathecal drug concentration.